Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient reportedly experienced acute withdrawal with a symptom of increased spasticity prior to the bridge bolus. The doctor decided to remove the compounded baclofen and refill the pump with lioresal due to the withdrawal symptoms. The catheter was cleared and the bridge bolus cancelled. A priming bolus was then performed. X-rays and dye study had been performed. It was determined that the catheter was kinked at the proximal segment and had migrated. The catheter issue was reportedly found during routine replacement of the pump due to end of service (eos). It was later noted that the catheter was found to have number punctures from refills as it was found lying on top of the pump. The device was completely explanted and replaced by another from the same manufacturer when the pump was replaced. It was later reported that the patient was doing well and receiving effective therapy. The patient's pump was intended to infuse lioresal.